Event description:
Philips received a complaint by the customer on the v60 indicating that during set up, the device is getting error code 110b / proximal pressure sensor auto zero failed message on screen intermittently, it was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer on replacing sol 3 and 4 on gds assembly to correct, also data acquisition printed circuit board assembly (pcba) and cable if needed and provided part ID. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised customer on replacing solenoid 3 and 4 on gas delivery system (gds) assembly to correct, also data acquisition printed circuit board assembly (pcba) and cable if needed and provided part ID. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.